Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient underwent a full explant of this implantable cardioverter defibrillator (ICD) system due to unknown other non-product experience. This ICD was explanted together with the right atrial (ra) land right ventricular (rv) leads. No additional adverse patient effects were reported. No additional information was provided at this time.